Manufacturer narrative:
The product was not returned. Based on the available information, it has been determined that no corrective or preventive action will be proposed at this time. This complaint will be documented and monitored through post-market surveillance activities. If additional information becomes available, the investigation will be updated as necessary. The manufacturing number is (B)(4).

Event description:
The patient received the gynecare tvt obturator with lasr four years ago. However, the discomfort gradually developed and became increasingly severe upon waking, especially with slight movements, particularly during rotation, by 2 cm. As a result, the patient experienced a poor quality of life.